Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A sales representative reported that an ar-1588btb btb tightrope outer sheath bunched up around the bottom, causing elasticity in the tightrope. Another device was swapped to complete the case without adverse effects on the patient. Additional information was received on (B)(6) 2024: this occurred after shuttling through the tunnel and trying to tighten the graft down. Another new ar-1588btb was opened to complete the case. The entire implant was removed from patient and then cut off bone block. There was a 8-10 minute delay including putting the new implant on the bone block. This was discovered during a btb acl procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.